Manufacturer narrative:
Product analysis: analysis was unable confirm the customer comment that the programmer's cursor was observed floating and jumping around the delivery button without any user input. It was noted that the upper and lower bullets were worn out. Both upper hinges were worn and display did not stay in set position. It was further noted that the stylus was bent and there was a deviation between the stylus and the cursor on the screen. An electromagnetic interference repair was performed to fix the screen issues and the software was reinstalled and updated to the latest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer produced audible sounds as if programming selections were being made while obtaining a venous access during a device upgrade procedure. Upon inspection, the programmer screen displayed the emergency menu with emergency defibrillation selected, and the cursor was observed floating and jumping around the delivery button without any user input. The programmer was immediately switched off to prevent patient damage. An other programmer was used to complete the upgrade procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.